Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the iniitial inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc product. There were no patient complications reported and the patient was in good condition.